Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified below the knee vessel. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for pre-dilation. However, during the first inflation at 14 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.